Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to observations of low pacing impedances less than 200 ohms and loss of capture. It was also noted that the left ventricular (lv) lead showed a conductor fracture upon fluoroscopy along with impedance issues, so the lv lead was also explanted and replaced. No adverse patient effects were reported.